Event description:
It was reported that during the implant procedure, this left ventricular (lv) lead exhibited high, out-of-range pacing impedance measurements (>3000 ohms). The physician exchanged the lv lead to resolve the event. No adverse patient effects were reported. The lead was discarded by the healthcare facility and is not expected to be returned for analysis.